Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation:   a review of the device history record (DHR) was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis: this described failure is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause analysis: the quality plan was opened by integra-tullamore to investigate 00mlx power supply and lamp failures; and confirmed that the specified kilovolt trigger from power supply unit (psu) was less than minimum required by the lamp. The psu was replaced with alternative psu which is compatible with lamp. Corrective actions were implemented. No post corrective action failures have been identified.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) turned off; both fuses were blown. Both fuses were replaced and were blown again. It is unknown under what circumstance this event occurred; however, no injury, death or surgical delay has been reported.